Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates it was reported that patient faced an infusion set tubing detached event on (B)(6) 2024 from hub. The insertion site was at arm. Infusion set was used for 2 days. No further information was available.